Manufacturer narrative:
On 12-jan-2025, device investigation was updated as follows: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The steam pop issue could not be confirmed during the analysis. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter and the patient experienced perforation which required extended hospitalization and drain placement. Initially, the report indicated a thermocool smarttouch sf (stsf) catheter had a catheter sensor error (error#105) displayed on the carto 3 system. The cable was replaced without resolution. When the catheter was replaced, and the problem was resolved. The case continued. Then, the report indicated that during ablation with a qdot micro catheter, the physician believed the patient coughed and caused a perforation at the base of the right atrial appendage, resulting in a pericardial effusion (pe). The procedure was completed. They discovered the pericardial effusion after the case, with the use of a transthoracic ultrasound probe, while checking the patient's vitals. The physician had access to a soundstar catheter and confirmed the pericardial effusion. Pericardiocentesis was performed and 500ml of blood was drained. The patient was stable and was admitted to intensive care unit (ICU) for monitoring. The biosense webster inc (bwi) products in the body at the time of the event were qdot micro catheter, vizigo sheath, and decanav catheter. Other bwi products in use during the case were carto 3 system and ngen generator. Additional information indicated that the physician¿s opinion on the cause of this adverse event was that the perforation occurred when ablating at the base of the right atrial appendage and the patient coughed during ablation. The force spiked to 70g and came off ablation. The intervention provided was critical care and anesthesia team came into the room to help perform the pericardiocentesis. The patient spent the night intubated in the ICU in stable condition, and there was a plan to extubate and evaluate in the afternoon of 04-dec-2025. The patient was in stable condition. Therefore, the patient required extended hospitalization. The physician stated that the patient was a former drinker and had severe sleep apnea. The sheath and the catheters were exchanged approximately three (3) times. One transseptal puncture site was performed during the procedure. The number of performed ablations were 133 with radiofrequency (rf) energy. The force sensing ablation catheter used was stsf and qdot. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were force over time (25%) minimum force (2g). Position stability 2. The additional filters used with the visitag were all standard filters. The color options prospectively used were fti, average, force and time. The transseptal puncture was performed with baylis nrg (catalog and model unknown). Prior to noting the pe, ablation was performed. During the cavotricuspid isthmus (cti) line, the physician stated he heard steam pop. This was unrelated to what he believed caused the perforation. The event occurred during ablation phase. The flow setting was standard settings for qdot. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The catheter sensor error and steam pop are not MDR reportable.

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).